Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the hospitalization during august to september was not related to a pump device or therapy issue. The reason for the hospitalization was unknown. The cause of the empty pump since september/october was that the patient did not get the pump refilled as scheduled. The pain and empty pump resolved with the pump refill on 2025-11-20.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient found the handset and the communicator in the garage on the ground. The patient stated that someone went into her house and took their wallet and threw the devices on the ground. The patient was in the hospital august to september and she had magnetic resonance imaging (MRI) done september to october and her devices were working properly after the MRI. The patient stated that the manufacturer representatives (rep) check her devices. Since september/october, she was not able to use the devices and she saw an empty reservoir message on the handset screen. The patient stated that she had multiple handsets. At the time of the call to patient services, the patient was in so much pain. Patient services asked the patient to plug the communicator into the outlet and communicator showed an orange battery indicator light. Patient services asked the patient to get the handset and plug the handset into the outlet and the handset was showing that it was charging. Patient services recommended charging both devices and to call back for assistance if necessary. The patient called back on (B)(6) 2025 repeating information. The patient was able t o charge the handset and communicator. Patient services walked the patient through connecting to their pump. The patient saw service code 98, indicating an empty reservoir. Patient services reviewed information. The patient had an appointment with their health care provider (hcp) on (b)(60 2025 and would do the refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.